Manufacturer narrative:
(B)(4).

Event description:
It was reported from the sales representative that while he was at the physician's office, he used one of the physician's tablets and found a communication issue. He was able to isolate the issue to the serial cable by performing troubleshooting and substituting the serial cable for a known good cable. Motion tablet serial cable was received for analysis on (B)(6) 2016. Product analysis is currently underway but has not been completed.

Event description:
Product analysis for the tablet serial cable was completed and approved on 03/29/2016: an analysis was performed on the returned usb to db9 cable and the cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.